Event description:
It was reported that the ventilator shut off during use on a patient in niv without prior alarms. Then it switches back on and alarms appear. The device was replaced. The patient desaturated; no further injury was reported.

Manufacturer narrative:
The log file of the affected device was provided and analyzed for the investigation. Based on the log entries it could be seen that on 28 november 2023 the ventilation was started at 17:11. Within a few seconds the alarms "disconnection detected" and "airway pressure low¿ were given by the device. Another few seconds later the device was switched into standby mode by the user. Two further ventilation sessions were started at 17:13 and 17:22. During those sessions the device continued posting the alarms "disconnection detected" and "airway pressure low". At 17:33 the device was switched off by the user. There is no indication of a ventilator restart or shut off due to a malfunction. Based on the available information the device worked as specified during the event. The given alarms indicate a significant leakage or disconnection in the patient breathing circuit which was alarmed with a high-priority visual and audible alarm. Additionally, the anti-air-shower function was enabled by the user during the event. The "anti-air-shower" function is described in the IFU, and reduces the flow and displays flat lined waveforms when disconnecting the patient until a reconnection is detected. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur.

Event description:
It was reported that the ventilator shut off during use on a patient in niv without prior alarms. Then it switches back on and alarms appear. The device was replaced. The patient desaturated; no further injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report h3 other text : on-going